Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. The patient was being paced externally with a transvenous lead.

Event description:
The patient passed away eleven days after the revision procedure. The products will not be returned to boston scientific.